Event description:
In 2000, received written noticed and request for indemnification. Letter alleges that in 1998, pt underwent back surgery. During the surgery the "bone morselizing machine failed to properly function and the connection hose ruptured causing the surgical field to become grossly contaminated." It is alleged that the pt contracted a service infection that left pt with "severe and debilitating injuries." The bone morselizing machine was made by another MFR. The hose was manufactured by zimmer/linvatec. No further info available regarding the event, the type of injuries, the product, or pt condition at this time.